Event description:
Device was being utilized on a female pt during a percutaneous biliary drainage procedure. The catheter was advanced with the wire into the duodenum to accomplish complete access. Once the wire was in place, the catheter was withdrawn. At this point, the catheter tip separated and remained in the biliary tree on the wire. The physician then advanced a balloon catheter, lodged the separated tip segment and withdrew the balloon catheter as well as the tip segment.